Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant the the patient was experiencing complete heart block and bradycardia and the right ventricular (rv) lead was not capturing. At the lead revision the physician noticed a perforation which was then repaired. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.